Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year and one month post port placement procedure via the right internal jugular vein, the infusion allegedly could not be performed and the patient complained of pain. It was further reported that leakage was noted near the vascular insertion site. Reportedly, a crack was found near the tip of the catheter. The port system was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture and leak issues, as a longitudinal split was noted approximately 6.9cm from the distal end of the cath-lock. However, the investigation is inconclusive for the reported difficult to flush issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year and one month post port placement procedure via the right internal jugular vein, the infusion allegedly could not be performed and the patient complained of pain. It was further reported that leakage was noted near the vascular insertion site. Reportedly, a crack was found near the tip of the catheter. The port system was removed. There was no reported patient injury.